Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Reported stated the fixation light was not visible during 3 surgical procedures. This was reported earlier in manufacturer report # 3003288808-2010-00231. Additional information received identifies the case being reported here. From the original report, treatment was reported to be completed and patient was stated to be doing fine and satisfied with the outcome. Surgeon had stated topography would be performed on post op, and was not worried about patient outcome as a video of the surgical procedure showed central part of the eye had been treated. Additional information received showed patient had received central ablation, experienced slight undercorrection and slight haze, and the post op vision was reported to be 1.0 (20/20). Case was stated to be a considerable myopic treatment.